Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately five (5) months after placement due to biomechanical overload, implant fracture, the patient's age and the quality of the patient's home care.